Manufacturer narrative:
The subject device was returned to the philips service center for evaluation of an alleged issue of the display screen becoming black. Device evaluation was completed with the following findings: the reported issue was not duplicated during an operational check. There were no errors indicating abnormalities of the device recorded in the error log. It is determined that this issue was caused by an lcd failure. The lcd was replaced to address the issue. After the repair, alarm check, battery check, run in tests and cleaning, the unit operated properly.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for investigation of the allegation that the liquid crystal display (lcd) was not working. There was no harm or injury reported. Device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.